Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the four infusion set cannula was crimped between 0(B)(6) 2024 and patient faces symptoms within 3 hours of insertion. The site of insertion is left side of abdomen and infusion set is used for 24-32 hours. No further information available.